Event description:
Healthcare professional reported that it was noted that a patient developed capsular contracture baker iii and bottoming out causing issues with the strattice tissue product.

Manufacturer narrative:
This safety event is being reported as serious injury due to the reported capsular contracture, baker grade iii and malposition with presumed medical intervention. A review of the device history record for strattice lot sp100408 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available, a supplemental report will be submitted.